Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to incorrect positioning within the superior semi-circular canal. The patient was reimplanted with a new device during the same surgery.